Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 401 mg/dl (mobile system) and 120 mg/dl (performa nano system). Upon investigation by the manufacturer the stated value found was 412 mg/dl instead of 401/mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa nano system. Reference medwatch with (B)(6) for the mobile system.